Manufacturer narrative:
The device was not returned for evaluation.

Event description:
Surgeon representative is reporting an aranax patient with a screw back out where the lower left restraining arm appears broken in medical images. Original procedure was a three level acdf from c4 to c7 performed on an unknown date. A revision was performed on (B)(6) 2016 and all hardware was replaced with non-x-spine hardware.

Event description:
This report is being amended to add the date of the original surgery (B)(6) 2016 and due to the return of the plate for evaluation.

Manufacturer narrative:
While the plate was received for evaluation, no screws were received to be evaluated with the plate. This is a follow-up MDR to 3005031160-2016-00105 submitted 12/29/2016. This followup report is intended to replace MDR 3005031160-2017-00126 submitted on 03/24/2017 which was incorrectly submitted as a follow-up MDR to 3005031160-2016-00105.